Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the predilated mid left anterior descending artery with one 2.5 x 12 xience v stent and one 2.75 x 15 xience v stent. On (B)(6) 2010, the patient experienced chest discomfort and underwent percutaneous coronary revascularization in the target lesion. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with culture positive for e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient was diagnosed with bacterial peritonitis. The nurse reported that the cause of the peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis and pd therapy was discontinued. It was unknown if the peritonitis resolved.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.